Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that they experienced high blood glucose. Customer¿s blood glucose at the time of incident was 400 mg/dl. The customer was treated with the insulin pump. Troubleshooting was done for high blood glucose and under delivery. The auto mode was active. The infusion set cannula was bent. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.